Manufacturer narrative:
Device evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the bed was going into trend on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.